Manufacturer narrative:
Failure analysis revealed that no button error alarm. However, the insulin pump had intermittent button response due to moisture damage keypad trace. Minor scratched lcd window, cracked display window corners, cracked battery tube threads, cracked reservoir tube lip, and missing end cap sticker. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the customer had a button error on the insulin pump. Customer stated that he was sleeping and then woke up with a button error on the insulin pump. Insulin pump will need to be replaced. No additional information provided.

Manufacturer narrative:
(B)(4). The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.